Event description:
Customer reported that the numbers on the display screen of the insulin pump were ramping on their own. Blood glucose level was 162 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Pump received with scratched lcd window. Unit received with cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot.